Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No patient harm reported.

Manufacturer narrative:
The customer has isolated the failure to the main board. The caller has declined returning the device for investigation. If new information is identified related to the reported failure, a supplemental report will be provided.